Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple altitude alarms. Customer reported elevated blood glucose levels in the 200's (mg/dl) and administered an injection to stabilize bg level. During troubleshooting with tandem technical support, customer was informed that alarm should clear within two hours.